Event description:
It is reported that in 2002 patient underwent left total knee replacement. Post-op 3 months later the articulating surface was diagnosed as having loosened. As a result, on one day later the left knee was revised during which the tibial articulating surface was removed and replaced using a new, same size zimmer nexgen articulating surface.